Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is experiencing housing damage that does not allow the cartridge to fit on the pump properly and the cartridge is not being recognized during the load sequence. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.